Manufacturer narrative:
Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the investigation, the root cause cannot be determined as a lot number or sample was not provided.

Event description:
It was reported with the use of the bd posiflush¿ xs pre-filled flush syringe there were 2 occurrences with saline cracked off on the inside and that the connection was in two pieces.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd posiflush¿ xs pre-filled flush syringe there were 2 occurrences with saline cracked off on the inside and that the connection was in two pieces.